Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the obtuse marginal coronary artery. An attempt to cross the perforation was made with a 2.8x26mm rx graftmaster covered stent system, but this device failed to cross due to patient anatomy and was withdrawn, undeployed. The perforation was successfully sealed via balloon tamponade with an unspecified balloon catheter. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.